Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat an esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon popped while being inflated. It was reported that no piece of the balloon detached inside the patient. The balloon was then removed from the scope, and the procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of a balloon burst.